Event description:
The manufacturer received information from a customer that the active exhalation pilot pressure verification test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information from a customer that the active exhalation pilot pressure verification test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found active exhalation control module (aecm or proportional valve) and three-way (3-way) solenoid valve had caused the active exhalation pilot pressure verification test step to fail on the device. In conclusion, the device's aecm (or proportional valve) and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.